Event description:
A day or two after the patient suffered a fall, the pacing impedance of the rv lead jumped to 3000 ohms. The patient received inappropriate shocks from the ICD due to noise. The ICD was turned off and the lead replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020, showed the rv pacing impedance trend curve with initial values at 400 ohms, before in the end of the recorded period, the impedance abruptly rose to greater than or equal to 3000 ohms. The analysis of the provided iegm episodes revealed artefacts on the farfield and rv channel, which led to the reported oversensing as well as multiple ICD charging cycles and the reported inappropriate shock. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.